Event description:
It was reported that during a procedure to treat a calcified lesion in the right coronary artery, the balance heavyweight guide wire was advanced, but became stuck in the vessel. During removal, the guide wire separated in the vessel. The separated portion was embedded in the vessel wall with an additional stent. A balance middleweight guide wire was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Three unopened guide wires were returned for analysis. Visual analysis was performed and there was no damage found on all three guide wires. The tips of all three guide wires were tugged on to confirm that the core and shaping ribbon were intact.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case, the lesion was described as moderately calcified which could have contributed to the reported resistance. Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that the guide wire became stuck in the vessel which could have contributed to the reported guide wire separation. The guide wire was not returned which may have aided in the evaluation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records. There is no indication of a product quality deficiency.